Event description:
It was reported that the atrial lead was capped and replaced for a failure at the time of the device change for elective replacement indicator. The lead then migrated and was pulled back and re-capped about three weeks later. The patient also has had a rash all over their body for nine months. The patient is under the care of an allergist while a determination is being made as to whether the reaction is from the device or leads. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2013. (B)(4).